Manufacturer narrative:
Concomitant medical products: product ID 8870, serial# unknown, product type software; product ID neu_unknown_prog, serial# unknown, product type programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with an unknown concentration via an implantable pump for an unknown indication for use. It was reported that the patient had a pump replacement procedure (see manufacturer report number 3007566237-2017-00563). It was noted that prior to the replacement, the pump was dosing at 2500 mcg/day. Following the surgery, the patient was lethargic, and the change was considered to be sudden. A device manufacturer representative was requested to help reprogram the pump. On (B)(6) 2017, the pump was turned down to 200 mcg/day of baclofen. The pump was eventually turned down to 57 mcg/day and the patient was able to fully "wake up" from surgery. It was noted that the patient's lethargy was likely a combination of anesthesia and the baclofen dosing being too high. The patient's lethargy following replacement surgery was resolved. The event date was (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was further reported that the patient's medical history included spasticity secondary to spinal cord injury.